Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump¿s battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The reporter indicated that the pump had intermittent power.

Manufacturer narrative:
Follow-up # 2 date of submission 07/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a review of the pump black box data revealed no evidence of a power issue. During a visual inspection of the pump, the battery compartment was observed to be cracked; no damage was found to the battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the bolus button cover was torn; however, the button responded properly to user press.